Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 have a confirmed leak coming from solenoid valve. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Bench testing revealed a faulty flow valve. The flow valve was replaced and the issue was resolved.